Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Is no evidence that the issue is related with manufacturing. Product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor saline siltex round moderate profile, 225cc breast implants, catalog number 3542630, lot number 213454. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor saline siltex round moderate profile, 225cc breast implants that the right implant deflated and there was an issue with capsular contracture grade 3.5 and capsular contracture issue with the left side with unknown grade after implantation, as a result, patient underwent bilateral removal on (B)(6) 2018. This report is for the left side.

Manufacturer narrative:
On 6/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).